Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The investigation will continue as soon as new information becomes available.

Event description:
The patient was in for a one-month follow-up where exit block was noted. This lead was found to be micro-dislodged. The patient's sinus rhythm was at 85 bpm. The ICD was turned off until the rv lead could be revised. Revision took place on (B)(6) 2016 without complications. It is believed this lead remains actively implanted at this time.